Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the peripheral artery dissection: the cause of the injury was not determined due to insufficient clinical details. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had intima flap over the aortic arch preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The patient remains in stable condition.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.